Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 12f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, when the plunger was withdrawn from the second prostyle device, the suture broke. An attempt was made to continue use of this device, but the knot came out unraveled. The suture of a 3rd prostyle device was successfully pre-placed. The evar procedure was completed, and hemostasis was achieved with the first and third pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.